Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) rear case damage. (B)(4) for iui damages. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/12/2017 to the present date 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had broken claws. No patient involvement was reported.